Event description:
A healthcare professional reported rupture on the left side. The device has been explanted and replaced with a non abbvie device.

Event description:
Healthcare professional reported "I have the broken prostheses here." This record relates to the unknown side. The device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: "broken prostheses".

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #2. Aware date should have been listed as 24/apr/2024.

Event description:
A healthcare professional reported rupture on the left side. The device has been explanted and replaced with a non abbvie device.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture : observed, broken assessed as unidentified (tear) opening. Shell thickness was within specification). No additional observation. No further actions are required as no issues with the manufacturing process are observed.

Event description:
A healthcare professional reported rupture on the left side. The device has been explanted and replaced with a non abbvie device.